Event description:
The account stated that a low architect myoglobin result of 13.3 ng/ml was generated. The sample was repeated and a result of 52 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Precision testing was performed using an in-house file kit of architect stat myoglobin 2k43-25 reagent lot 22396un11. Precision testing results met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect stat myoglobin reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.